Event description:
Customer reported via phone, she had low blood glucose for several weeks at time of the incident it was 57 mg/dl. Customer's blood glucose has lowered because she had programmed two hour long duel bolus for coffee. She was driving when she started to go low, her mother informed her to pull over, and she did. Customer stated she wasn't wearing the sensor at time. When she got out of to let her mother drive and she fell face forward onto the pavement. Customer was admitted for medical treatment and blood glucose was 37 mg/dl. Customer is not returning the sensor for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.